Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2017, it was reported that the patient was hospitalized due to diabetic ketoacidosis for 2-7days. Patient blood glucose level was high. Patient was treated with over the counter drugs, prescription drugs and basal insulin. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2. E1 patient city: (B)(6). Patient country:united states.